Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A study alert from the (B)(4) clinical study was received: on (B)(6) 2019, a study patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm in the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) pivotal study. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (gore® vbx device) devices were used as branch devices in the visceral arteries. One gore® vbx device was implanted in the celiac artery. At 60-month follow-up on (B)(6) 2024, cta images indicated celiac artery wire fracture of the gore® vbx device. The stent fracture was seen in the 4th stent row from the distal end of the component. Two locations within that row had fractures. The wire fracture was not in the sealing row of the device. There is no presence of device migration, no compression / invagination observed. And the gore® vbx device is not kinked. Cta images taken on this date showed all branch devices remain patent. No intervention was reported at this time.

Manufacturer narrative:
Engineering evaluation: clinical images were provided in association with this complaint and evaluation of the images confirmed strut fracture as reported. Neither the specific timing nor mechanism of the fracture could be established with the information available, including evaluation of the images available.